Event description:
A dental office reported that a pt was fitted with their new denture for the first time and fixodent control cream was applied to the denture in 2005. The pt notified the office the following day that they swallowed a little fixodent and experienced swelling in mouth and hands, ears felt like on fire, broke out in a rash, and turned red during the night. The pt received treatment from their physician including liquid benadryl and two epi-pen injections for treatment of symptoms. At the time of the report the symptoms were improved. The dental office reported that the pt had an allergy to red eye, cherries, and penicillin. The medical history reported was asthma and arthritis. A staff member from a dentist's office reported that a pt, was given one application of fixodent denture adhesive, control cream on their new denture while they were in the dentist's office during the late afternoon in 2005. The pt notified the office the following day claiming that they had swallowed a little of the fixodent and awoke at 01:00 that morning with the following symptoms: swelled up in mouth, hands swelled up, broke out in a rash, ears felt like they were on fire. They turned red. They had gone to their physician's office where they were given benadryl 30 ml by mouth and two epinephrine injections to treat the symptoms. The pt mentioned to their dentist that their physician wondered if they had had an allergic reaction to their arthritis medicine because they had been off of it for a couple of days, had the prescription filled, and then took the medication the day before; their physician was going to investigate. The pt claimed that the symptoms had almost subsided but their hands were still swollen at the time they contacted the dentist's office. The case outcome was improved. Concomitant medications included: "arthritis medication". The staff member from the dentist's office reported that the pt was fairly new, had had several bad teeth and now had no teeth, and this was the first appliance they had ever worn. The staff was trying to think of all the things that the pt did and they were planning to call the lab to find out what was in the plastic that made up their new pair of dentures; the pt had been sent home with a little denture care kit that included fixodent control. No further infomation was provided.